Event description:
It was reported that during surgery the jaw of the suture passer broke while passing through the tendon. The procedure was completed without significant delay using a back-up device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The reported perfect passer connector, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, the jaw of the suture passer broke while passing through the tendon. Visual inspection shows the connector was received with its s-clamp unhooked from the s-hook. Internal investigation indicates the failure cause for upper s-clamp unhooked is due to a dimensional discrepancy on the s-hook component. Changes to the component have been implemented to prevent this failure. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.